Event description:
It was reported the patient hit her head on the edge of a wooden door (B)(6) 2013. She thought the "wire" was cracked or broken. The patient had a headache and a bruise. She was going to see her physician on (B)(6) 2013. It was noted the patient had the device for her optic nerve. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient was still having concerns with their device or therapy and had an appointment set up for (B)(6) 2013 for stitched removal and training. It was also stated the patient had their new device installed on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a big red mark where they hit their head and electrical stimulation was coming out of that place too. The patient still had their regular stimulation but there was also stimulation coming from where they hit the door.